Event description:
Per explant form: the pt's native anterior leaflet was obstructing the left ventricular outflow tract. There were no mechanical abnormalities with valve. The valve was replaced with a 27m-101.